Event description:
The video on the eeg equipment found to be a mirrored image, the description of what was seen on the video did not correlate with the pt's description of the events and the room appeared different to the attending physician. Through several recording tests with the faulty and non-faulty equipment, we determined the camera sony ipela domed camera was in fact not functioning properly. Equipment was taken out of service and in-house biomed engineering called.